Event description:
The customer reported that the 840 ventilator stopped delivering breath while in use on a pt. It was reported that water in the pt circuit led to an obstruction to ventilation. The device did alarm as expected. It was reported that the pt expired as a result of the event. The device was removed from that pt, cleaned and tested and placed on another pt approx 2 weeks later, nellcor puritan bennett was notified of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and found no problem with the device or error codes in the device's memory log that suggessted the device malfunctioned at the time of the reported event. The unit passed extended self testing.